Event description:
Mhra (medicines and healthcare regulatory agency) report received. The report stated: "it appears that the suction lining is not centered within the top of the product. The lining does not fit into the holder and is unable to form a seal. It has failed our internal engineering suction testing." Information received indicated no suction. Prior to patient use, during testing ot the suction set up, the healthcare professional noted no suction. The customer reported they were unable to form a seal when the liner was inserted into the canister. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the domestic number that is comparable to the international list number in the "other" field. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained.